Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with non-sustained right ventricular oversensing episodes. Upon interrogation, it was noted that the implantable cardioverter defibrillator (ICD) was far p wave oversensing. The device was reprogrammed on (B)(6) 2020. The patient was asymptomatic to the event.